Event description:
A caller reported a malfunction alarm on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, and the issue did not recur. The caller was advised to continue using the pump and to contact technical support again if any similar issues arose.